Event description:
On (B)(6) 2011, customer reported that they received a broken cartridge of uric acid. No exposure or injuries were reported. Since it is unclear which compartment of the cartridge leaked, and in the event it was compartment b, which contains materials of animal origin and upon recur it could potentially expose persons to infectious diseases, it was decided that an MDR should be filed.

Manufacturer narrative:
Cartridge was cracked. (B)(4).